Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the vizigo¿ was put into the body, and the physician prepared to implant the st, he found some blood that had dripped from the entrance of the st catheter. The physician did not implant the st, and withdrew the vizigo¿ out of the body immediately. It was changed to a new vizigo¿ to complete the procedure without any problem. There was no patient consequence. Additional information was received on 24-jan-2022. It is unknown if there was any physical damage on the valve/hub or if a section broke or separated. It is also unknown if the hemostasis valve (gasket) broke into two or more separate pieces and if the hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 5ml.

Manufacturer narrative:
According to the video provided by the customer, the hemostatic valve seemed to be dislodged in the hub since the video showed some dripped blood. A device history record was performed for the finished device 50000020 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed from the video analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 29-jun-2022. The device evaluation was completed on 06-jul-2022. It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. After the vizigo¿ was put into the body, and the physician prepared to implant the st, he found some blood that had dripped from the entrance of the st catheter. The physician did not implant the st, and withdrew the vizigo¿ out of the body immediately. It was changed to a new vizigo¿ to complete the procedure without any problem. There was no patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device 50000020 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).